Event description:
Procedure type: resection. According to the reporter: while inserting gauze through the trocar, a piece of the seal broke off and fell into the pt cavity. It was immediately retrieved. The case was not extended by more than 30 minutes. There was no blood loss or more than 250cc. No unanticipated or irreversible damage to the vascular tissue. There was no pt injury.

Manufacturer narrative:
(B)(4).